Event description:
This kit was implanted to a patient for v-p shunting in 2006. Since shunt did not work well, doctor revised it with another valve on 2/8/06. Then, the doctor noticed that the removed spvb was occluded and white liquid was observed in it.